Manufacturer narrative:
On november 1, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device and material evaluation. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 375cc breast implant. Additionally, black spots were observed within the implant. Leak testing was performed, in accordance with mentor procedures, and no leak were detected during the analysis.the event regarding to the deflation could not be confirmed as the breast implant was returned without detectable leaks. Although no product leaks were identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. No information was provided to confirm how the device was handled, stored and the environment it was exposed after being explanted, however additional fourier-transform infrared spectroscopy (ftir) analysis was performed to identify the material, and it revealed it was biological-base material, presumably mold. Mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. The manufacturing records were also reviewed, and the manufacturing criteria were met prior to the release of this lot. In addition, no related complaints have been reported for this lot number. It should be noted that mentor saline breast implant shells are manufactured in a controlled environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. While the means by which the foreign matter was adhered to the device cannot be ascertained, it should be noted that environmental factors and surgical technique could result in foreign matter being introduced inside the valve or sterile shell at the time of implantation. Please note that mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient also experienced deflation on one side and mold on the other device. The side was not specified. Hence, mold and deflation is being reported on both sides. If/when additional information is received, the file will be updated and supplemental reports will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 9, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown and generalized illness symptoms including panic attack, pain, feels hard, fatigue, lack of movement in right arm, pounding heart, hair loss, declining health, and mood change. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile on both sides and experienced bilateral capsular contracture; baker grade unknown and generalized illness symptoms including panic attack, pain, feels hard, fatigue, lack of movement in right arm, pounding heart, hair loss, declining health, and mood change postoperatively. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.